Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter private labeled and distributed by ortho-clinical diagnostics into other countries. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling sys in the united states. Both pipetters use the same hamilton (labeled) disposable pipette tips. The operating software for the pipetters is different. The customer stated that the ortho summit sampler installed in their laboratory failed to dispense diluent in row 11 on 6 out of 8 wells while performing htvl testing. No error code was generated by the instrument. Incident occurred in 2008, no results were generated and/or reported to the physician. Operator noticed that the microplate had no coloration and stopped the process. Instrument was taken out of svc. No injury was reported by the operator. The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found a piece of plastic between the tip clamp and the plunger clamp of position # 11. Replaced both the ip clamp and the plunger clamp in position # 11. The instrument was tested without further problem, and was returned to expected operation.